Event description:
A pt with degenerative disc disease was implanted with prodisc-l at l4-l5 on (B)(6) 2012. Post-operatively it was determined the implant was not optimally placed and the pt was returned to the operating room on (B)(6) 2012 for revision. The surgeon used a retro peritoneal approach, distraction and removal of the implant was uneventful and pt was revised to a new pro-disc-l implant. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.